Event description:
Several noise episodes were seen during an interrogation. An x-ray was taken which showed a breakage in the lead; however, the impedances are normal. A recommendation was requested.

Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica crm (dated oct. 29, 2009), sorin is filing this MDR at this time. Since the device remains implanted, the x-ray was reviewed for recommendation. Results: the x-ray showed the coil remains intact; therefore, the lead can stay implanted. The gap was more than likely formed during implantation. Conclusions: the files from the ICD that were attached to this lead indicate the programmer that was used contained an obsolete software version. Therefore, to resolve the oversensing issue, the programmer was upgraded and the sensitivity values were reprogrammed. (B) (4).